Manufacturer narrative:
Additional information provided. Product evaluation: the product was returned torn into pieces with dried solution. The file indicated the use of a cartridge, a handpiece, and viscoelastic. This is an unapproved handpiece/cartridge combination. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported complaint of glare and flickering. Lens damage was observed. The haptics and optic were torn/cut into pieces. While we are unable to verify the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. It is likely that the observed damage to the returned lens occurred during explanting of the lens; however, the file also indicated the use of an unqualified handpiece/cartridge combination which may result in product damage.

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, a patient complained of glare and flickering lights. The iol was explanted approximately four months following the initial procedure. The lens was replaced.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).